Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) stated that the customer reported the iabp shut down while in use. The fse indicated that he found error code 62 which indicates condensation or moisture in the line and requires purging the line. The fse performed the condensation removal procedure as well as a complete checkout and calibration. The iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
While in use on a patient, the customer reported that, the cs300 intra-aortic balloon pump (iabp) powered off inexplicably. The iabp was taken off of the patient, but no injury or adverse event was reported.